Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. It is possible the foot was broken prior to needle deployment which led to a bilateral cuff miss or a posterior cuff miss followed by a disengagement of the anterior cuff from the anterior needle. Manipulation of the device with the feet open may cause a break. The posterior foot may have been in the access site during deployment that may have also led to the foot separation. It is also possible the foot break was caused by the foot capturing tissue during closure in which it may have also caught a loose cuff induced by the cuff miss. With the posterior foot separated, the anterior cuff could have been pulled out of the foot pocket or was separated from the anterior needle which would induce the separation of the foot and link into the vessel leading to the foreign body in patient. Cuff misses are related to interaction with tissue, the angle of the device, or other circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a left ventricular assist device (lvad) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. When removing the device, it was noticed that the foot and cuffs of the device were separated and missing. Attempts were made to retrieve the separated prostyle foot and cuffs from the patient anatomy; however, the separated segments were unable to be located in the groin area. Fluoro was also used; however, the separated cuffs and foot were still unable to be located. The sutures of two additional prostyle devices were successfully pre-placed. The lvad interventional procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.